Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer, during use on a patient, the cs300 intra-aortic balloon pump (iabp) screen went black once. After restarting the device, the screen began to flicker. There was no harm to the patient.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 medical device problem code. It was reported that during use the cs300 intra aortic balloon pump (iabp) had black screen. After that, it was restarted, but the screen flickered and became difficult to see. The problem was resolved after replacing it with another machine. No further information is available complaint will be closed and in the event new information is available, this record will be reopened and updated.

Event description:
N/a.